Manufacturer narrative:
The correct related manufacturer reference number should have been 3006705815-2020-00272 rather than 3006705815-2020-00228. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01813. Additional information received that patient underwent surgical intervention where in the scs system was replaced, resolving the issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00228. It was reported that patient system would not go in to MRI mode. Diagnostics indicated invalid impedances. As a result, surgical intervention may take place to address the issue.